Manufacturer narrative:
Concomitant medical products: 4592-53 lead, (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was unable to display the battery status or impedance measurements and had unexpectedly changed pacing mode. In addition, the right ventricular (rv) lead exhibited a sharp decrease in impedance and an increase in threshold. The device and lead were reprogrammed and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.